Event description:
Single chamber senselog pacemaker inserted 1989. Generator explanted 12/29 and atrial lead and dual chamber generated implanted. Pt returned to ep studies room 12/30/95 for atrial lead manipulation. Lead had suddenly withdrawn to the superior vena cava with subsequent phrenic nerve stimulation. Lead was re-implanted 12/40/95 and remained in excellent position throughout rest of stay.